Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed. An emerge balloon was reported to have ruptured.